Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous right coronary artery (rca). Balloon angioplasty was performed and then the 4.0x20mm liberte' stent was advanced to the lesion. The device "got stuck to the calcification at tortuosed part of proximal rca" and was unable to cross the lesion. The physician removed the device to repeat balloon angioplasty and found that the stent was damaged and the shaft was kinked. The procedure was completed with another liberte' stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).